Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range, reaching values of 144 ohms. It was also mentioned the lead is connected to a competitor implantable cardioverter defibrillator (ICD). Technical services (ts) provided troubleshooting recommendations. The lead remains in service. No adverse patient effects were reported.